Manufacturer narrative:
The device was returned and section d9 was updated accordingly. After the 6f-7f mynx control vascular closure device (vcd) was inflated, the balloon burst, and the device was removed. There was no reported patient injury. After completing percutaneous coronary intervention (pci), the mynx control was used normally for hemostasis. After an unknown sheath angio, the blood vessel condition was confirmed to be normal. The device was returned for analysis. A non-sterile 6f/7f mynx control vascular closure device was returned for the investigation. Per visual analysis, button 1 and button 2 remained in the manufacturing position with the stopcock closed. The sealant remained in the manufacturing position and was exposed to blood. The syringe and the procedural sheath were not returned with the device. The balloon was busted. Per functional analysis, the inflation indicator and the balloon of the returned device could not be inflated as a leak was observed on the balloon. Since the procedural sheath was not returned, a physical evaluation of any damage on it that could have affected the reported complaint could not be performed. Per microscopic analysis, under high magnification a taper-to-taper tear exposing the core wire was observed at 2mm from the balloon proximal tip. A product history review of lot f2110401, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the 6f-7f mynx control vascular closure device (vcd) was inflated, the balloon burst, and the device was removed. There was no reported patient injury. After completing percutaneous coronary intervention (pci), the mynx control was used normally for hemostasis. After an unknown sheath angio, the blood vessel condition was confirmed to be normal. The device is expected to be returned for analysis.